Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a peripheral infusion of 48ml of bumex (12mg/48ml) was programmed and started at 1740 to a male adult patient at a rate of 0.25mg/hr (1ml/hr). After approximately 59 minutes the patient notified the rn that the bag was empty however the pump indicated that 0.38ml infused. The rn noticed that the IV tubing had been disconnected above the above the pump however she did not find any indication that the infusion leaked. The tubing and devices were disconnected and removed from the patient's room. The patient's vital signs were stable however the patient was placed on telemetry and continuous pulse oximetry.